Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He removed the snap ring to free the occlusion knob and installed a new snap ring disposing of the ring that was removed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occlusion knob was stuck and unable to be moved. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.